Manufacturer narrative:
Results: the jet7 started to stretch approximately 103.0 through 116.0 cm from the hub. The jet7 was ovalized approximately 25.0 through 29.5 and 116.0 through 121.0 from the hub. The total length of the stretched jet7 was approximately 139.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. If the device is forcefully retracted against resistance or through a tightened rhv, damage such as stretching may occur. The 3maxc and neuron max identified in the complaint were not returned to penumbra for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the returned jet7 revealed that the catheter shaft was ovalized. If the device was forcefully gripped or retracted out of a tightened rhv, damage such as ovalization may occur. During the functional test, resistance was encountered as the ovalization in jet7 was advanced through the hub of the demonstration neuron max and the jet7 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02232.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed the first pass using a 60 cc syringe and neuron max. The physician then inserted a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7) through the neuron max but experienced difficulty advancing the jet7 forward. The physician could not get the jet7 into place in the patient's body and therefore, it was removed. Upon removal of the jet7, the physician noticed that it was stretched. The physician was unsure if the jet7 became stretched because the rotating hemostasis valve (rhv) was too tight on the jet7 or if there was "something" in the neuron max. The procedure was completed using another neuron max, the same 3maxc and a new jet7. There was no report of an adverse effect to the patient.